Manufacturer narrative:
Corrected fields: d4 (lot), g2 (health professional should not be selected on the initial). Based on the results of the investigation, the root cause could not be conclusively determined. However, it is likely the cutting wire broke due to one of the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above (1), an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. It is likely, the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The instructions for use (IFU) contains the following information regarding this event: "¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name exceeded the character limit. The full name is: (B)(6) hospital. The device was returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the knife was cut off when an attempt was made to energize the sphincterotome. The issue occurred during procedure. The procedure was for a therapeutic endoscopic sphincterotomy procedure and was completed using a similar device. There were no reports of patient harm.